Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that after reseating internal cables the fault did not return. The device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing the device did not have pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.